Event description:
Per information provided: (B)(6) 2006 - patient was diagnosed with recurrent incarcerated incisional hernia thereby underwent open repair with implant of bard flat mesh (device #1). Per op notes, "a bard flat mesh (device #1) was placed and sutured." (B)(6) 2007 - patient was diagnosed with recurrent incisional hernia thereby underwent open repair with implant of ventralex mesh (device #2). Per op notes, "a ventralex mesh (device #2) was placed and sutured." (B)(6) 2009 - patient was diagnosed with recurrent incisional hernia thereby underwent open repair. (B)(6) 2018 - patient was diagnosed with recurrent incisional hernia thereby underwent open repair with explant of bard flat mesh (device #1) and ventralex mesh (device #2) and implant of sepramesh ip (device #3). Per op notes, "adhesions were taken down. The meshes (device #1 & #2) were removed and a sepramesh ip (device #3) was placed and sutured." (B)(6) 2018 - patient was diagnosed with recurrent incarcerated incisional hernia thereby underwent laparoscopic repair with implant of ventralight st using echo ps (device #4). Per op notes, "a ventralight st using echo ps (device #4) was placed and tacked."

Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This emdr was submitted to represent the bard/davol sepramesh ip (device #3). An additional supplemental emdr were submitted to represent the bard flat mesh (device #1) and mesh ¿ ventralex (device #2). Note, the manufacturing date (15-oct-2017) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.